Event description:
It was reported that a patient underwent a sling procedure on an unknown date. During the procedure, the tip broke off at the edge of the trocar upon insertion. There were no adverse patient consequences reported.

Manufacturer narrative:
The indication for the procedure was incontinence. The tip of the white plastic trocar sheath broke when the trocar was retrieved from the exit points. The procedure was completed with the same device. The physician opined a possible contributing factor of the trocar sheath breaking was that since the introducer does not go all the way to the end, the space left between introducer and the tip of plastic trocars, is prone to breaking as it is not fully supported upon insertion.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the tip of one needle was bent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.